Event description:
This device migrated out of the pocket when patient was working out. X-ray confirmed no ilr in the patient. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.